Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using a global unite shoulder system to treat a humeral fracture. He wanted to use the unite fracture system with the suture collar. The set was not sterile and we had to use the implants using the unite common and anatomic instrument set. We were missing the suture collar intersowe used a femoral head impactor working around the perimeter of the humeral morse taper to seat the collar. The collar was checked for stability by the surgeon and he felt it was secure. Utilizing the impaction stand for both seating the collar and the head both pieces were secured. The global unite fracture construct in a pre assembled state was loose.